Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). H.6. Investigation summary: material #: 364390 lot/batch #: 2287614 bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd preset¿ eclipse¿, there was blood leakage from one device. No patient impact reported.